Event description:
After completing a premature ventricular contraction (pvc) ablation procedure with a qdot micro catheter, the patient experienced aortic dissection treated with surgery and prolonged hospitalization. The report indicated that the patient developed aortic dissection after pvc procedure, the approach to the left ventricle (lv) made via the aorta and ablation performed. After the lv mapping with optrell, the patient began complaining of lower back pain. The mapping was performed around the lv and the cusp area. While the physician was monitoring the patient, the patient fell asleep. Subsequently, the ablation took place at the upper part of the lv using qdot micro catheter. No ablation performed at the aorta. The patient left the room after the pvc terminated but developed the aortic dissection and transferred to the operation room. No issues with carto 3 system or the catheters, and no abnormal behavior observed when passing through the aorta. Additional information was received indicating the aortic dissection occurred within one hour after the procedure. The patient required extended hospitalization, however, the duration is unknown. The physician commented that the cause could not be identified. It did not appear to be related to carto products. The outcome of the adverse event was fully recovered (no residual effects).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
After completing a premature ventricular contraction (pvc) ablation procedure with a qdot micro catheter, the patient experienced aortic dissection treated with surgery and prolonged hospitalization. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31579590l and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).